Event description:
It was reported that the hole was prepped correctly with gold 3.8 awl. The anchor was inserted and when surgeon disengaged, distal tip of the inserter broke off just above the black laser line. Piece was able to be retrieved with a snap. No delay or patient injury reported.

Manufacturer narrative:
Visual inspection and functional testing could not be performed because the device in question has not been returned for evaluation. Thus, the complaint could not be verified and a root cause could not be determined with confidence. It is difficult to perform an accurate evaluation of a failure without having the failed product or the pertinent clinical details to consider. As such the complaint is being closed without conclusion.